Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the hex slot on the right atrial tip setscrew and right ventricular tip setscrew were damaged. The damage was likely induced during the explant procedure. The right atrial tip setscrew was in the fully loosened position. The right ventricular tip setscrew was able to be moved in both directions. All other setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed..

Event description:
Boston scientific received information that the physician had difficulty releasing the right atrial (ra) lead and right ventricular (rv) lead setscrews at an explant procedure. The rv pace/sense setscrew would not release. The ra pace/sense setscrew was stripped when the physician tugged on it. The left ventricular (lv) lead was removed from the device without difficulty. Subsequently, the physician cut and surgically abandoned the ra, rv, and lv leads and explanted the device. Another procedure was scheduled, at which the leads were explanted and a new system was implanted. No additional adverse patient effects were reported.